Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. The first device was received with the handle partially retracted. The dlu was received partially applied with a tack in the e piece. No damage was noted to the e piece. A visual inspection of the second instrument noted no abnormalities. The dlu was received fully applied. No damage was noted to the e piece. Functionally, both devices were able to rotate properly. A test dlu was loaded onto the instruments. With both instruments, the tacks seated properly, but the handle did not retract after firing. The leaf spring was loose on the handle. The units were opened as instructed by engineering and it was noted the leaf spring was detached and rolled. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. The additional adhesive prevented the spring retainer from properly functioning and resulted in it breaking. A broken spring retainer will prevent the return of the handle after actuating, thus preventing the unit from firing. The product analysis established a relationship between a device failure and the reported incident of instrument did not fire. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during an inguinal hernia procedure, while being applied for the mesh fixation, the device partially fired. Another device was used in order to complete the case. There was no patient injury.